Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the after a rewind the insulin pump¿s screen went completely blank. The caller stated that the screen came back on and they received a battery out limit. They received a new battery cap but can¿t get it to turn on with a new battery. The customer¿s current blood glucose level was 90 mg/dl. It was noted in troubleshooting that the customer had received multiple battery out limit alarms when the batteries are out of the insulin pump for less than one minute. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer declined to return the insulin pump.

Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test and displacement test or verify battery out limit alarm due to blank display. Device had battery cap coin slot .